Manufacturer narrative:
(B)(4). An investigation was performed consisting of a review of complaint text, a complaint search, labeling review and a review of instrument's service history in response to the customer's complaint. A review of labeling showed that the architect system operations manual provides adequate information regarding hazards to avoid personal injury. The abbott architect system operations manual ((B)(4) may, 2008) provides the following information related to addressing the customer issue: section 7 operational precautions and limitations: limitations of result interpretation. Assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Section 5, operating instructions: contains the instructions for the emergency shutdown procedure. Section 8 hazards: the architect system does not pose uncommon electrical hazards to operators if it is installed and operated without alteration, and is connected to a power source that meets required specifications. Elements of electrical safety include, but are not limited to the following: inspect electrical cabling into and on the architect system for signs of wear and damage. A review of the service history for architect c system s/n (B)(4) was performed for the time period of (B)(6) 2008 thru (B)(6) 2008. No additional complaints of this nature have been documented since the customer replaced the ict cable and the instrument is performing according to specifications. Based on the investigation findings, there is no indication of a deficiency of the architect c8000 system. This is a final report.

Event description:
The customer states that while replacing the ict (integrated chip technology) module on the architect c8000 analyzer, the technician discovered a large crack in the ict cable. The customer states that the technician accidentally touched the exposed cable/wire and felt a small shock. The technician did not seek any medical treatment. There was no report of any injury. Field service was requested to inspect and service the architect c8000 analyzer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.